Event description:
One (B)(4) screw was found broken during viewing of x-rays for f/u removal surgery. Incident was reported by the independent rep on (B)(6) 2010 after surgery f/u. Original review of MDR determination decision tree indicated no report was necessary. After reviewing complaint files, it was decided to report the incident even though previous determinations indicated otherwise.

Manufacturer narrative:
One (B)(4) screw was found broken during viewing of x-rays for f/u removal surgery. The screw is not available for eval and no f/u info could be obtained from either the rep or the surgeon, therefore, no conclusions could be made at this time. Part was not returned for examination, although several attempts were made both by e-mail and phone. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. These precautions are stated in the directions for use supplied with the device. At this time the complaint is considered closed. Original review of MDR determination decision tree indicated no report was necessary. After reviewing complaint files, it was decided to report the incident even though previous determinations indicated otherwise.